Manufacturer narrative:
Device was used for treatment. Corrected from adverse event and product problem to adverse event. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient¿s original surgery was a l2-l4 fusion with a synthes universal spinal system (uss) on an unknown date. The uss system was overgrown with scar tissue and bone and the patient had a non-union. During the revision surgery, two screwdrivers stripped while trying to remove the implanted screws that were previously placed with a (uss) instrumentation. There was a backup screwdriver available. However, this one was also stripped during use. But, surgeon was able to remove the screws with the second screwdriver and surgery was completed without further incident and no reports of a time delay. This report is for one unknown universal spinal system. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown universal spinal system. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.